Event description:
The patient reported that their cuff continued to inflate to the point of bruising their arm. Teladoc's blood pressure monitor fits patients with up to a 42cm arm circumference, the patient confirmed that their arm is larger than 42cm. The patient did not seek medical attention due to the bruising from their cuff.

Manufacturer narrative:
The device associated with this incident was not requested for return for investigation due to the patient confirming that the device's cuff is too small.